Event description:
It was reported that within two days post implant, the patient went to the emergency department with near-syncope and dizziness. The right ventricular (rv) lead had dislodged. Also, the physician was unsure of rv lead helix extension/retraction mechanism. The event was reported from the surescan post approval clinical study. The rv lead was explanted and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism and there was apparent explant damage.